Manufacturer narrative:
The biomedical engineer (bme) reported that the all of the gz telemetry transmitters are going into comm loss when rebooting their .30 central nurse's stations (cns). The error is resolving itself after the cns units are up. They have one more cns that they want to reboot, but they would like to have someone logged into their server and monitoring their network to try to figure out why this is happening. They are doing preventative maintenance reboots of the cnss. We verified that they are seeing comm loss at the rnss during these reboots. The rnss are on the .10 segment. No duplicate ips found. They have rebooted the following cnss: - (B)(4) (ip: (B)(4)). - (B)(4) (ip: (B)(4)). - (B)(4) (ip: (B)(4)). They would like to reboot (B)(4) ((B)(4)) next. Cits reached out to the customer and witnessed the cns reboot cause the gzs to go down. Logs were captured and sent to network team for analysis. Pending investigation into the logs. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the all of the gz telemetry transmitters are going into comm loss when rebooting their .30 central nurse's stations (cns). The error is resolving itself after the cns units are up. They have one more cns that they want to reboot, but they would like to have someone logged into their server and monitoring their network to try to figure out why this is happening. They are doing preventative maintenance reboots of the cnss. We verified that they are seeing comm loss at the rnss during these reboots. The rnss are on the .10 segment. No duplicate ips found. They have rebooted the following cnss: - (B)(4) (ip: (B)(4)). - (B)(4) (ip: (B)(4)). - (B)(4) (ip: (B)(4)). They would like to reboot (B)(4) ((B)(4)) next. Cits reached out to the customer and witnessed the cns reboot cause the gzs to go down. Logs were captured and sent to network team for analysis. Pending investigation into the logs. No patient harm was reported.